Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney has alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney has alleged a deficiency against the device. Per additional information received, the patient has experienced minimal vaginal bleeding, mild urgency, mild frequency, rectocele (grade 2/4), moderate pelvic tone, incontinence-urinary and fecal, increased nocturia. Overactive bladder, mesh exposure, small rectocele, vaginal discomfort, abdominal tenderness with palpation, moderate vaginal atrophy, and atrophic vaginitis. Associated MDR: 1018233-2009-00095.

Manufacturer narrative:
(B)(4): avaulta anterior biosynthetic support system, catalog# 486010, (B)(6).